Event description:
Per the clinic, the patient experienced ongoing pain at the implant site. Subsequently, the device was explanted on (B)(6) 2025, and the patient reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.